Event description:
Customer reported erroneous high access pth (parathyroid hormone) test result was obtained for one pt sample when using the unicel dxl 800 access immunoassay system. This issue occurred on an intraoperative pth test. The erroneous high test results were reported out of the lab. The initial test results were questioned by the surgeon. Another sample was drawn. Repeat analysis was performed. The test results were consistent with previous results obtained for this pt and test results obtained on an access 2 immunoassay system. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample was serum and was collected by surgical staff. No centrifugation data was provided. There were no result flags associated with this event. Customer stated that quality control is run daily and was in range prior to and after the event. A system check run on (B)(6) 2009 at 8:00 am passed all specifications. On (B)(6) 2009, the failed service engineer checked out instrument by observing all pipettors, wash towers, and aspirate probes. Found the sample probe and wash tower had a dried clot hanging down the side of wash tower, indicating a tube was placed on the instrument that had not clotted and was not spun correctly. Cleaned up clot, removed wash nozzle and cleaned. Cleaned all pipettors and checked wash carousel for spill, checked ok. Performed customer's 10,000k maintenance. Ran high sensitivity system check with results well within in ranges. No hardware issues were identified. Root cause was not determined. Sample condition could have been a contributing factor. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events.